Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a 650 cc mentor memorygel breast implant experienced right sided baker grade IV capsular contracture post procedure. As a result, the patient underwent capsulotomy without replacement. The patient underwent replacement of the left implant due to capsular contracture previously. The left sided implant was reported under 1645337-2019-19794.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 7483456 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).